Event description:
Endowrist clip appliers with weck hem-o-lok clips was being used when the clips would close but not lock. Multiple attempts were made with different clips from different packs. A total of 5 packs and different appliers were used to rule out calibration issues. No blood loss was noted and no incision was made until the clips worked appropriately.